Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site. After significant weight loss during 2021 the patient felt the ipg had shifted in the pocket. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.